Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set the receiver download cannot be performed with receiver in this state. The receiver case was open for internal inspection and passed performed receiver download with main board separated from ui-u1. The receiver download contains no data related to complaint. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an error 121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.